Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was provided for evaluation. The reported issue was confirmed via data. The root cause was determined to be a temporary communication error between device and transmitter. No injury or medical intervention was reported.